Event description:
Following the successful coil embolization of a left paraclinoid/opthalmic artery, the patient suffered from a headache post procedure. Medication was given as treatment, dose and type were not disclosed. It was also reported that the patient suffered twitching post procedure, no other information was provided regarding the twitching. It was reported that the events were on going. The physician did not allege any malfunction of the device had occurred.

Event description:
Following the successful coil embolization of a left paraclinoid/opthalmic artery, the patient suffered from a headache post procedure. Medication was given as treatment, dose and type were not disclosed. It was also reported that the patient suffered twitching post procedure, no other information was provided regarding the twitching. It was reported that the events were on going. The physician did not allege any malfunction of the device had occurred.

Manufacturer narrative:
(B) (4). Additional information from the user facility stated that the headache was resolved on (B) (6) 2009, the twitching was reported as still on going.

Manufacturer narrative:
Device manufacture date: unknown.